Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during initiation of neurovascular procedure. The procedure was aborted due to an issue. The philips remote service engineer (rse) checked the system remotely and confirmed that the footswitch did not trigger the x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer encountered a memory issue despite freeing up space and rebooting the system. The rse suspected of having a problem with the generator or image processing but couldn't provide more details due to lack of logging. The rse found the system wasn't covered by service agreements. To resolve the issue, the customer opted for third-party service support. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.